Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing the blade is not latching on as the screw is loose. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11 corrected: h6 (component codes) complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the width plate screw was stripped. The width plate screw was replaced. Additional, unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.